Manufacturer narrative:
Evaluation summary: the devices were not returned for analysis and their condition is unknown. Based on the information provided, the dislocation may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts, extent of component stability, extent of soft tissue tension, and/or patient behavior. However, no definitive cause can be determined with certainty. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by patient's attorney that patient underwent a right hip arthroplasty in 2008. Post op, she experienced pain and had numerous acetabular dislocations. Therefore, in 2009, she was revised.